Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having spikes in power and pulsatility index (pi) upon position changes. Log files were submitted for review and captured persistent pi events on (B)(6) 2024. The cause of the power spikes and pis was not identified. The power spikes and pis had resolved and there were no patient symptoms observed at the time of the pis. It was noted that the patient was hypovolemic and had dizziness at times. The patient was transplanted.

Event description:
It was additionally reported that the patient was not elevated on the transplant list due to a device or therapy related issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed transient power elevations. A specific cause for these findings could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. It was reported that the patient was having spikes in power and pulsatility index (pi) upon position changes. The cause of the power spikes and pulsatility index (pi) was not identified. The power spikes and pis had resolved and there were no patient symptoms observed at the time of the pis. It was noted that the patient was hypovolemic and had dizziness at times. The patient was transplanted. It was additionally reported that the patient was not elevated on the transplant list due to a device or therapy related issue. The device operated as expected and the device will not return for evaluation the controller event log file contained events from 11jul2024. A few slight, transient elevations in motor power were observed throughout the file. No other notable events or alarms or significant fluctuations in pump parameters were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document addresses all pump parameters including pump power, speed, flow, and pulsatility index (pi). In reference to power, this section states that pump power is a direct measurement of pump motor voltage and current. This section further states that changes in pump speed, flow, or physiological demand can affect pump power. No further information was provided. The manufacturer is closing the file on this event.